Manufacturer narrative:
Evaluation summary: the tm reverse surgical technique states that "if unable to visually confirm a even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". It also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." This is performed after impacting the glenosphere on the base plate. Due to the lack of operative notes, it is not known if these checks were performed. X-rays were requested however none supplied; therefore, it is unk if the glenosphere was initially circumferentially seated. An exact cause could not be determined with the provided info. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the glenosphere component appeared disassociated on post-operative x-rays. The pt was then revised the following day.